Manufacturer narrative:
Continuation of d10: product ID non-medtronic guidewire (lot: unknown); product type: guidewire; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that prior to deployment, the left femoral artery was used as the access site and a pre-implant balloon aortic valvuloplasty was not performed. A non-medtronic guidewire was used during the procedure. During deployment using the cuspal overlap technique, slow deployment of the valve was observed. Subsequently, the valve was implant in the native annulus. The delivery catheter system (dcs) was not twisted or torqued at any point during deployment. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. Per the physician, the cause of the dislodgement was due to the nosecone biasing towards inner curve during device withdrawal, "catching" the commissure tab and pulling the valve aortic. In addition, there was no patient anatomy that contributed to the dislodgement. No additional procedural observations were made that may have impacted the event. No adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical product: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-26, serial/lot #: (B)(6), ubd: 20-may-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted in the aortic position without incident, and appeared to be positioned appropriately at approximately 3mm below the native annulus. The guidewire was pulled back from the ventricle wall to center the nosecone within the valve inflow. The nosecone passed the inflow of the valve without issue, however upon approaching the outflow, the proximal end of the nosecone caught the paddle on the inner curve of the ascending aorta. This caused the valve to dislodge aortically. The inner curve paddle of the valve was snared and the valve was pulled further aortically, so that the inflow was above the sinotubular junction. With the valve snared, the team attempted to deliver a second evolut, however the delivery catheter system (dcs) was unable to cross the dislodged valve, and so delivery of the second evolut was aborted. Instead, a non-medtronic valve (23mm edwards sapien 3) was successfully deployed. No additional adverse patient effects were reported.